Event description:
Kimberly-clark received a report from (B)(6) stating, "a patient removed two anchors and the mickey from the stomach fistula. Therefore, the fistula was damaged and patient's blood pressure decreased and the patient went into shock. The ER doctor considered the patient had developed peritonitis. The patient had been washing in the abdominal cavity area in the emergency room. The ER doctor also implemented repair surgery for 'greater omentum.' The patient was placed on ventilator control after surgery. The patient had dementia and it was difficult for medical staff to communicate with the patient." Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as complaint (B)(4).

Manufacturer narrative:
The device history record was reviewed and documented that the product lot reported in the incident met manufacturing specifications. The device was not returned to kimberly-clark for evaluation, therefore, we are unable to determine a root cause for the reported event. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations. Device not returned by customer.